Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation on his back. The patient's physician prescribed a hydrocortisone cream. During a follow-up the patient reported that his irritation was improving.